Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site, and the vessel size bigger than 5mm. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician shuttled down, the physician could not withdraw the sheath to complete the deployment. The physician removed the device, and converted the patient to approx 15-20 minutes of manual compression. Hemostasis was achieved, with no reported complications. The patient was ambulated and discharged to home the same day, with no reported clinical sequelae.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle and located 2 mm from the balloon proximal bond. The sealant was still inside the shuttle cartridge and flush with the distal end of the procedural sheath. The distal end of the sealant crumbled into pieces, and the proximal segment of the sealant remained inside the shuttle cartridge upon unsheathing. The advancer tube was removed from the catheter. A small piece of the sealant was found wedged between the distal tip of the advancer tube and the catheter. This could have caused resistance during retraction and may have contributed to the device jam. Based on the info received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined at this time. The review of the lhr (lot f1212804) indicated that the device lot met all established performance criteria prior to shipment.